Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of a false positive (falsely elevated) troponin result in association with the vidas® high sensitive troponin I assay (tnhs). Testing of a different sample for the same patient five days later ((B)(6) 2017) provided a positive result as well. The customer stated that troponin testing via alternate method (method not provided by the customer) obtained a negative result. The initial positive vidas® tnhs test was reported to the treating physician; the patient was hospitalized on (B)(6) 2017. The customer stated the patient did not receive any inappropriate treatment due to the discrepant vidas® tnhs result. There was no adverse impact related to the patient's state of health. Though the vidas® high sensitive troponin I assay (ref. 415386) is not registered in the united states, a similar product (vidas® troponin I assay, ref. 30448) is registered. Biomérieux has requested patient sample submittal for internal testing. Biomérieux investigation has been initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: a discrepancy or anomaly was not observed during a review of the device history record. The product quality laboratory reviewed the control cards of sixteen (16) batches of vidas® tnhs kit: lot 1005685440 / 180301-0 is in the trend analysis compared to the other batches. The quality product laboratory has tested 5 internal samples: all the results were within their specification. The vidas® tnhs lot 1005685440 / 180301-0 is within its acceptance criteria. The customer's sample was forwarded to the r&d department for further investigation. The sample was tested on: vidas® tni ref.30448. Vidas® tnhs ref.415386 batch 180602-0 (batch number different than the one mentioned by the customer). With vidas® tni ref.30448 the result was negative. With vidas® tnhs ref.415386 the result was 285.9ng/l. A dilution test was performed in order to check if the potential interference could be eliminated, the results obtained after dilution increased compared to the result obtained on the undiluted serum. This is in favor of interference but this behavior was different from that usually encountered. This interference would be different from the usually encountered (heterophilic antibodies, rhumatoid factors, anti-troponin autoantibodies). Unfortunately, the lack of volume did not allow us to identify the nature of this interference. However as the vidas® tnhs batch number used by quality product lab is different than the customer's batch, we can exclude an interference linked to the batch. The instructions for use - limitations of the method section, it's written that "interference may be encountered with certain samples containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's clinical history, and the results of any other tests performed." To conclude, we cannot state for sure that the elevated result is linked to an interference but unfortunately, as there isn't any remaining sample, we cannot pursue further investigations.